Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid and hypotension. The cause and treatment of the events were not reported. It was reported that the patient was advised to go to the hospital but the patient refused. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.